Event description:
It was reported that prior to using BD Vacutainer® SST¿ II Advance Plus Blood Collection Tubes, a stringy foreign material was trapped between the stopper and the tube cap and became entangled around the tube body. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial Reporter Facility Name: (b)(6). Investigation Summary:BD received one photo for investigation, which shows a plastic string-like foreign material. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: Foreign Matter Inside Product / Fluid Path. BD was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.